Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements during a lv lead replacement procedure. The lv lead only exhibited high out-of-range pace impedance measurements when connected to the device, and exhibited in-range pace impedance measurements when connected to a pacing system analyzer (psa). The physician removed the lead, cleaned it, and re-inserted the lead into the device but the out-of-range pace impedance measurements were replicated. Boston scientific technical services (ts) was contacted for assistance and discussed possible root causes and troubleshooting methods. The root cause of the out-of-range pace impedance measurements was found to be due to the lead not being fully inserted because the header setscrew was not fully retracted. After the lead was fully inserted into the device header, the pace impedance measurements were within the expected range. This device and lv lead remains in service. No additional adverse patient effects were reported.